Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The patient was seen in clinic due to rv threshold wavering between 0.8 to 1.8v at 1.0ms. There was a plan for a lead revision as the patient passed out. When the patient was lying down, the lead was functioning appropriately. It was then concluded that the any time the patient sat up or stood up there was loc. Troubleshooting was performed and subsequently the physician opted to implant a new rv lead. At time there were about to get a decent threshold of around 2.0v at 1.0ms before screwing in and watching the rate and monitor. However, after several minutes, without anything changing there was loc. Another electrophysiology (ep) suggested a passive lead as the active might be causing a micro puncture every time. The passive was more successful but still had drops of capture randomly as they left the cables running on max output the whole time. Technical services (ts) and the physician concluded that the tissue might be the main problem. This rv lead was successfully explanted and replaced. No additional patient adverse effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The patient was seen in clinic due to rv threshold wavering between 0.8 to 1.8v at 1.0ms. There was a plan for a lead revision as the patient passed out. When the patient was lying down, the lead was functioning appropriately. It was then concluded that the any time the patient sat up or stood up there was loc. Troubleshooting was performed and subsequently the physician opted to implant a new rv lead. At time there were about to get a decent threshold of around 2.0v at 1.0ms before screwing in and watching the rate and monitor. However, after several minutes, without anything changing there was loc. Another electrophysiology (ep) suggested a passive lead as the active might be causing a micro puncture every time. The passive was more successful but still had drops of capture randomly as they left the cables running on max output the whole time. Technical services (ts) and the physician concluded that the tissue might be the main problem. This rv lead was successfully explanted and replaced. No additional patient adverse effects were reported.